Manufacturer narrative:
Additional information: g3 correction: e1 (facility name, street 1, postal code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent sacrospinous ligament fixation for apical vaginal suspension using absorbable versus permanent suture between january 2017 and june 2021. It was noted that the absorbable suture used was monofilament absorbable suture or a polydiaxanone suture and the permanent suture group utilized the monofilament absorbable suture as well as a competitor product. There were 152 patients included in the study and complications included prolapse recurrence resulting in repeat operation, wound infection, and suture exposure.

Manufacturer narrative:
Murillo aj, zuo sw, su s, ackenbom mf, bradley ms. Vaginal sacrospinous ligament fixation: outcomes of absorbable compared to permanent suture. Journal of gynecologic surgery. 2026;0(0). Doi:10.1177/10424067251393094. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.